Event description:
An (B)(6) 6 yrs ago underwent cook medical/zenith aortoiliac stent graft, which was urgently done for a ruptured aaa. Pt did well post op, but aneurysm sac never decreased in size. One year ago, it was thought that she had a type I endoleak and a new right iliac limb was placed. Aneurysm continued to expand up to 11cm in diameter. Taken to operating room on (B)(6) 2017 where multiple bleeding holes were noted in the stent graft fabric, and entire graft was explanted and replaced with a 18x9 woven dacron fabric.